Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer was advised to return the insulin pump for analysis. No additional information is provided.

Manufacturer narrative:
The insulin pump buttons responded properly. However, corrosion was found on the keypad traces. No button error alarms were noted during testing. The insulin pump had a cracked case at the display window corners, cracked display window, minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, cracked reservoir tube window, scratched reservoir tube window, cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.